Event description:
It was reported the lead and device were attempted but not used. When the device was connected to the lead and pressure was applied to the pocket, pacing was inhibited. The lead to device connection was check and appeared to be good. The lead was then tested via the analyzer and indicated increased impedances and unacceptable thresholds. As such, a new device and lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. However, both grommet and set screw damages were found. Evaluation summary (B) (4): no anomalies were found. However, blood was in/on the helix/lobe mechanism.